Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's daughter that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unreadable blood glucose levels at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. The caller stated the pump kept giving the customer insulin and did not shut off when the customer was low. Troubleshooting was completed but did not resolve the issue. The customer had another low on (B)(6) 2019. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).